Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation testing performed at 0cm hydrostatic pressure. The valve did not pass the siphon test, leak test, or pressure-flow tests performed at -50cm hydrostatic pressure due to a tear in the top of delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.

Event description:
It was reported that the valve leaked during implantation.